Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 41 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch. There are (B)(4) units in stock that have been blocked. Tightness test to the closed samples received has been performed and the units are tight. A rotation test was performed on the closed samples received, it was noticed that the thread breaks easily next to the needle. Then, detachment of the needle could have been caused by too much thermal treatment in the manufacturing process, which causes the thread to burn and break easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The results of the samples received does not fulfill the OEM requirements. Actions on product: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
The customer has received two packages out of this batch. With both packages, they have had problems as the sutures detached from the needle.